Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that no image with 180 series scopes occurred due to patient board set failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a worn video connector latch and a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a loose cable connection resulting with a loss of image and difficult to take pictures. The issue was found during preparation before use for an unspecified procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm.